Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a sudden impedance jump to 232 ohms. It was noted the patient is also implanted with a cardiac resynchronization therapy pacemaker (crt-p). X-ray images will be obtained, and technical services (ts) was consulted for further support. (B)(6) reviewed the provided device data and confirmed the impedance graph shows a sudden change in low voltage measurement from on (B)(6) 2026. (B)(6) questioned if the patient could remember any accident or fall between those dates. As a sudden change in impedance could be a sign of electrode fracture, it was advised to review x-rays in both lateral and pa projections, with focus on the pocket. If an electrode fracture is confirmed, electrode replacement would be advised. No adverse patient effects were reported. This electrode remains in service. Additional information received on 04-march-2026 indicates this patient underwent a revision procedure, and their s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted electrode is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: as of today, this device has not been returned. With the information provided, we cannot confirm the clinical observations. Risk assessment: a risk review performed for the emblem s-ICD electrode device confirmed that the event of shock impedance high within normal limits is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD electrode device is acceptable.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a sudden impedance jump to 232 ohms. It was noted the patient is also implanted with a cardiac resynchronization therapy pacemaker (crt-p). X-ray images will be obtained, and technical services (ts) was consulted for further support. Ts reviewed the provided device data and confirmed the impedance graph shows a sudden change in low voltage measurement from (B)(6) 2026. Ts questioned if the patient could remember any accident or fall between those dates. As a sudden change in impedance could be a sign of electrode fracture, it was advised to review x-rays in both lateral and pa projections, with focus on the pocket. If an electrode fracture is confirmed, electrode replacement would be advised. No adverse patient effects were reported. This electrode remains in service. Additional information received on 04-march-2026 indicates this patient underwent a revision procedure, and their s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted electrode is expected to be returned for analysis.